Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. If it becomes available, the eval summary will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat# 5520-b-800, lot # 5x69y description: triathlon-prim tib baseplate cemented #8. Cat # 5530-g-813, lot# 15mm description: triathlon cr x3 tibial insert. Cat # 5551-g-381, lot# a552 description: triathlon asymmetric x3 patella. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection.

Event description:
It was reported that: "all removed due to infections."